Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-03348, 03349, 03371, 03372). Remains implanted.

Event description:
It was reported that patient experienced elevated metal ion levels post-implantation.